Manufacturer narrative:
Device was received with the new style all black retainer still attached to the device case. No detached or missing retainer noted. Device had pillowing keypad overlay. Device passed the displacement test. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the retention ring was broken off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.